Event description:
It was reported that the ob/gyn nurse went in at approximately 1000 to check on the patient and the patient's IV line was running without any problems. Lactated ringer¿s injection, usp ¿ 1000 ml bag and acetaminophen injection ¿ 1000 mg/100 ml vial were infusing at the time. At 1030 the nurse went back in to check on the patient and noticed a large amount of air bubbles in the line. The IV was continuing to run and there were no alarms going off from the IV pump. The nurse promptly stopped the IV, clamped all the lines, and brought it out to the nurses station. There was no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the ob/gyn nurse went in at approximately 1000 to check on the patient and the patient's IV line was running without any problems. Lactated ringer¿s injection, usp ¿ 1000 ml bag and acetaminophen injection ¿ 1000 mg/100 ml vial were infusing at the time. At 1030 the nurse went back in to check on the patient and noticed a large amount of air bubbles in the line. The IV was continuing to run and there were no alarms going off from the IV pump. The nurse promptly stopped the IV, clamped all the lines, and brought it out to the nurses station. There was no patient harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Correction: annex b: b17, annex c: c20, annex d: d15. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, manufacturer narrative. Annex a: a1801, a040502, annex g: g02017, g04088, g04037, annex b: b01, b14, annex c: c0601, c070606, annex d: d15, d02. H3 other text : see manufacturer narrative.